Manufacturer narrative:
The insulin pump was received with unresponsive button due to flattened dome switch. No scrolling numbers display anomaly noted.

Event description:
Customer reported that her insulin pump was not working. Customers stated that the insulin pump numbers are ramping on their own and going throughout the menus. Customer stated the she was notice that the insulin pump is not delivering properly. Nothing further was reported.